Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed the reported unspecified tissue injury appears to be related to patient conditions and due to poor leaflet integrity. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that during the procedure multiple successful grasps were achieved but the decision was made to re-position the device. On the third grasp, it was noticed that there was poor leaflet integrity and there was damage to the posterior leaflet. Subsequently, the procedure was aborted, and the mr remained a grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.